Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Was the cement product manufactured by depuy? If yes, please provide the part, lot number and quantity of the cement.: answer: unknown. B. Loosening interface. Answer: as stated in the initial report the lugs had sheared off the patella component.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided photographs and x-ray image confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation was performed for the finished device DHR 960103 /d13050082, it was manufactured on 28-apr-2013. 29 parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision patella component left sigma tkr. Patient underwent total knee replacement on (B)(6) 2014. Patient fell 'a few months ago' and reported pain in his knee. Surgeon suspected the patella component had become loose. Upon opening the knee it was discovered the patella component was loose and evident on removal that two of the lugs had sheared off. Surgeon removed the patella component and replaced with a new prosthesis.